Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.

Event description:
It was reported that twenty-four hours after angio-seal deployment, bleeding at the puncture site was observed and the patient was reporting pain in her pelvis. An ultrasound was performed, which revealed a mass on the patient's left ovary. A CT scan was recommended, but it was not performed. Two days later, the patient's condition was not improving and an emergency laparotomy was performed. A 1000ml of clot was removed from the patient's left ovary, but there was no visible sign of any mass. A vascular surgeon was consulted and found a hole in the right external iliac artery above the inguinal ligament and a pseudoaneurysm was present. The laparotomy procedure findings revealed an attempt was made to access the puncture site from within the abdomen, but was not successful. A vertical incision was made at the common femoral artery, where the artery was dissected and controlled. Clamps were applied and artery dissection was performed, under the inguinal ligament. The patient was reported to be stable and recovering.